Manufacturer narrative:
Additional information received confirmed that implant dropped from handling and did not came in contact with the driver. No allegation of malfunction, adverse event, serious injury or death has been reported associated to this device. Upon a reassessment of the reported event it has been determined that this event does not meet the definition of a complaint. As a result, no further medwatch reports will be submitted.

Event description:
Additional information received confirmed that implant dropped from handling and did not came in contact with the driver. No allegation of malfunction, adverse event, serious injury or death has been reported associated to this device. As a result, this event does not meet the criteria of a complaint.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided/ unknown. Device product code: not provided/ unknown. Device catalog/ lot number: not provided/ unknown. Device not returned.

Event description:
It was reported that an implant dropped from an unknown driver. Tooth location 11.